Event description:
A report was received of an endosseous dental implant which was explanted due to a loss of osteointegration. The dr indicated that the case was under-engineered and contributed to the loss of the implant.